Event description:
A 56-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2024, novocure was informed, that while standing on a chair the patient fell on her head and sustained a deep wound with the transducer arrays on the scalp. The patient was brought to the emergency room (ER), where the skin laceration on her scalp was closed with two sutures. Reportedly, the patient's balance might have been affected by the device, contributing to the fall. Optune gio was temporarily discontinued. The prescribing physician was contacted for assessment and further information with no reply.

Manufacturer narrative:
Novocure opinion is that a contribution of the optune gio device to the fall and secondary skin laceration cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).